Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clincial report received. Report indicates patient suffered from osteolysis and poly wear. Part and lot information, as well as the implant date have been provided.

Event description:
FDA orthopaedic device exemption determination request checklist states that his patient has been diagnosed with osteolysis, but has not been revised because the he is hesitant to implant another enduron liner, which he states is the only liner material available for the patient's bantam cup. He was inquiring about the possibility of having a custom liner created out of altrx. Update received (B)(6) 2014. The sales rep has reported the revision surgery. Patient was revised to address poly wear. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.